Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that the resident slipped off of the sara 3000 active lift. As a consequence the resident complained of pain and two days after the incident an x-ray showed a hip fracture. It was indicated by the customer that the sling may not have been fully clipped to the lift. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and slightly decreasing. The lift and the sling device were not inspected, as it was reported that both (the lift and the sling) were used after the incident and were not quarantined by the customers facility. No malfunctions were indicated that could have caused or contributed to the event. Based on this, it was established that the lift was found to have been up to specification, when the event took a place. The sling and the lift were being used for patient care when the event took place and in that way contributed to the outcome of the event. After investigation, including simulations performed, it is apparent that when the labeling is followed the clips are in place and the straps are under tension before the transfer starts. This being the case, the clips are pulled into place by the weight of the person being supported, and the clip cannot detach from the lift. Even when the labeling is not followed and the clips are in place but not under tension: once the transfer starts they will become under tension automatically. When clips are specifically attempted to be balanced on the pins in a way that they are "half-on', lifting is impossible, as the slightest movement will allow at least one clip to detach right away. Based on the above the scenario where a clip could detach from the sara 3000 lift appears to be highly unlikely. Moreover from our investigation, including simulations, it comes forward that when the labelling is followed, there is no likeliness of a patient drop or other adverse event to occur, during the transfer of the patient with the sling. A patient drop could take place when a sequence of multiple use errors occurs: the person's arms are placed not outside the sling, the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the pt as recommended in sling instruction for use - IFU) - with the above considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 during the resident's transfer using sara 3000 active lift it was reported that the resident slipped off of the lift. As a consequence the resident complained of pain. On (B)(6) 2015, two days after the incident an x-ray showed a hip fracture. Based on the event description it was indicated the sling may not have been fully clipped to the lift, but that's difficult to verify. According to the info provided the facility did not tag out the equipment involved and put devices into circulation. The facility states also that internal procedures require 2 persons to lift residents but it was noticed the stna had performed this lift alone.